Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies) and spinal pain. The patient reported seeing an informational power on reset (por) error message on the patient programmer (pp). The patient was assisted in clearing the por. The por was cleared successfully on the call. No further complications were reported.